Event description:
On (B) (6) 2006, the pt was treated for an infrarenal aortic aneurysm with three gore excluder aaa endoprostheses. On (B) (6) 2010, computed tomography showed a distal type I endoleak on the gore excluder aaa endoprosthesis trunk-ipsilateral leg component landed in the left common iliac. No distal type I endoleak had been previously noted. On (B) (6) 2010, the physician performed an endovascular reintervention where an iliac extender was added to each limb of the endograft system. The distal type I endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.